Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customers high blood glucose was 454 mg/dl. The customer's other blood glucose was 300 mg/dl. The customer was treated with insulin pump. The customer also reported that the they alleging possible insulin pump under delivery. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. The insulin pump will not be returned for analysis.